Event description:
It was reported to boston scientific corporation in 2007 that a wallstent enteral duodenal stent was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, there was sticking and resistance while testing the pre-deployment of the stent prior to use. The physician had difficulty positioning the stent into place, and there was resistance while trying to deploy the stent. The handle of the delivery system came apart while trying to deploy the stent. While the stent was partially deployed, the physician used force and manually pulled back the sheath of the delivery system and succeeded in deploying the stent. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual inspection of the returned device revealed that the distal handle had detached from the outer sheath. It was noted that the stainless steel shaft was severely bent and a kink was noted in the shaft. It was possible to retract the outer sheath by hand with some resistance, which was possibly due to the kink in the shaft. A review of the device history record for the pertinent lot was performed; no anomalies were noted.